Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of uterus"), pelvic pain ("pain"), loss of consciousness ("I passed out in a restaurants/ fainted in a restaurant") and syncope ("syncope") in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia, knee operation, uterine leiomyoma and uterine fibroids. Concurrent conditions included morbid obesity. On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2008, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and abdominal discomfort ("I would feel like my ovaries were size of golf balls"), 9 months 5 days after insertion of essure. In 2009, the patient experienced alopecia ("hair loss / my hair went thin since it has been out its strong as before"). On (B)(6) 2010, the patient experienced urinary incontinence ("I started to find it hard to hold my bladder I would sometimes pee myself still do"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). In 2010, the patient experienced depression ("psychological or psychiatric problems condition: depressed"), fatigue ("fatigue") and allergy to metals ("nickel allergy"). On (B)(6) 2011, the patient experienced hot flush ("hormonal changes describe: hot flashes") and feeling cold ("cold flashes / can't cool down"). On (B)(6) 2013, the patient was found to have weight decreased ("weight loss / I just started to drop sizes"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian disorder ("I felt like my ovaries were the size of golf balls, painfully swollen") and adnexa uteri pain ("I felt like my ovaries were the size of golf balls, painfully swollen"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2017, the patient experienced loss of consciousness (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), syncope (seriousness criterion medically significant), arthralgia ("the knee and down to my feet") and abdominal pain lower ("my lower belly area pain") and was found to have hormone level abnormal ("hormonal imbalance"). The patient was treated with surgery (robotic total laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy and supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, loss of consciousness, syncope, female sexual dysfunction, hot flush, feeling cold, depression, urinary incontinence, dyspareunia, fatigue, alopecia, migraine, headache, nausea, allergy to metals, abdominal discomfort, arthralgia, abdominal pain lower, bladder disorder, urinary tract disorder, ovarian disorder, adnexa uteri pain and hormone level abnormal outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and weight decreased had resolved. The reporter considered abdominal discomfort, abdominal pain lower, adnexa uteri pain, allergy to metals, alopecia, arthralgia, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, feeling cold, female sexual dysfunction, headache, hormone level abnormal, hot flush, loss of consciousness, menorrhagia, migraine, nausea, ovarian disorder, pelvic pain, syncope, urinary incontinence, urinary tract disorder, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight: 270 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2012: results: total bilateral occlusion. An ultrasound revealed findings of an enlarged uterus. Concerning the injuries reported in this case, the following one/ones was/were reported via medical record event perforation of uterus. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- events bladder problem, urinary problems, I felt like my ovaries were the size of golf balls, painfully swollen, hormonal imbalance were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and loss of consciousness ("I passed out in a restaurants") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2008, 9 months 5 days after insertion of essure, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and feeling abnormal ("I would feel like my ovaries were size of golf balls"). In 2009, the patient experienced alopecia ("hair loss / my hair went thin since it has been out its strong as before"). On (B)(6) 2010, the patient experienced urinary incontinence ("I started to find it hard to hold my bladder I would sometimes pee myself still do"). In 2010, the patient experienced depression ("psychological or psychiatric problems condition: depressed"), fatigue ("fatigue") and allergy to metals ("nickel allergy"). On (B)(6) 2011, the patient experienced hot flush ("hormonal changes describe: hot flashes") and feeling cold ("cold flashes / can't cool down"). On (B)(6) 2013, the patient experienced weight decreased ("weight loss / I just started to drop sizes"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced arthralgia ("the knee and down to my feet"), abdominal pain lower ("my lower belly area pain") and loss of consciousness (seriousness criterion medically significant). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and weight decreased had resolved and the female sexual dysfunction, hot flush, feeling cold, depression, urinary incontinence, dyspareunia, fatigue, alopecia, migraine, headache, nausea, allergy to metals, feeling abnormal, arthralgia, abdominal pain lower and loss of consciousness outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, arthralgia, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, feeling cold, female sexual dysfunction, headache, hot flush, loss of consciousness, menorrhagia, migraine, nausea, pelvic pain, urinary incontinence, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight: 270 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-sep-2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), hormonal changes describe: hot flashes, cold flashes, psychological or psychiatric problems condition: depressed, I started to find it hard to hold my bladder I would sometimes pee myself still do, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, migraines, headaches, nausea, nickel allergy, weight loss, I would feel like my ovaries were size of golf balls, the knee and down to my feet, my lower belly area pain, I passed out in a restaurants", reporter, lab data, reporter added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (patient had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.